Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the white reloads were placed in the jaws then they were closed and placed through the trocar, but then after they could not open the jaws. Case completed with another device of the same product code. There were no patient consequences reported.